Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported accidental symptom was not due to the malfunction of the device, but occurred as a general accidental symptom of the procedure.

Event description:
The following event was reported at the 97th congress of the japan gastroenterological endoscopy society; oral 38-6. <summary>: it was reported that the facility remodeled non olympus's biliary dilation catheter and performed a biliary tract biopsy in combination with our pr-10q-1 and non olympus's catheter to investigate safety and effectiveness. Total number of cases were 15 cases which suspected of malignant biliary stricture. The period of study was not provided. Methods: the facility cut both ends of non olympus's biliary dilation catheter and put over the pr-10q-1 or non olympus's catheter. They were inserted into the bile duct. Subsequently, the pr-10q-1 or non olympus's catheter was removed and biopsy was performed through non olympus's biliary dilation catheter left in the biliary tract. Endoscopic retrograde cholangiopancreatography(ercp) was performed 22 times by the above method. Accidental symptom and the number of cases was as follows. Mild pancreatitis developed in 1 case. This is the report regarding mild pancreatitis for pr-10q-1.